Event description:
It was reported that the catheter broke. Per additional information received via email on 7 march 2019 from ibc representative, the catheter ruptured inside of the patient. It is unknown if there were missing pieces left in the patient.

Manufacturer narrative:
The reported event was confirmed as cause unknown. Per evaluation, the catheter was cut off at the distal part. The surface was normal in appearance with the presence of a smooth and clear cut. The catheter shaft appeared to have been cut by sharp tools i.e. Scissors that could cause the catheter to split into two. The unit was inspected for the presence of oxidation, acid cuts, abrasions, external cuts or tears that could cause the shaft to cut. None of the conditions above were evident on the sample. How and when problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿(1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1)patients who are or have been allergic to natural rubber latex. (2) patients with known allergy to silver coated catheter." Correction: d4.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter broke. Per additional information received via email on 7 march 2019 from ibc representative, the catheter ruptured inside of the patient. It is unknown if there were missing pieces left in the patient.